Event description:
It was reported that the customer had changed her infusion set this morning. Customer's blood glucose level was 508 mg/dl. Customer stated that when she did the change, the drops happened almost immediately. Customer treated with an injection. Customer was confused and thirsty. Customer did not contact her health care professional for high blood glucose levels. Customer stated that she had a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Pump settings and history were checked and found to be correct. Customer performed the high pressure test and the test passed. Customer was advised to monitor her blood glucose and call a doctor if the blood glucose levels continue to rise. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).